Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, it is likely that high-energy instruments (such as high-frequency instruments) were used without ensuring sufficient distance from the tip. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions evis exera ii gastrointestinal videoscope olympus gif type h180 operation manual, chapter 3 preparation and inspection 3.2 inspection of the endoscope, chapter 4 operation 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had a burn c-cover. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.